Manufacturer narrative:
Device was received with corrosion on the bottom battery. During investigation, a leak test was performed. An internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. A crack was found on the outer housing. It could not be determined when or how this crack occurred. It could not be conclusively determined if the cracks observed in the top housing allowed fluid to leak into the pod to contribute to the observed corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.